Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device's misaligned markers were caused by a loss of telemetry. Please see the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that the latitude electrocardiogram had markers that did not line up with the intrinsic activity. Technical services reviewed the data and determined the misaligned markers were due to poor telemetry. The device has reset itself and the poor telemetry and misaligned markers were corrected. The device remains implanted.